Manufacturer narrative:
The reported event of loss of capture was not confirmed. As received, a complete lead was returned in one piece. Final analysis did not find any anomalies.

Event description:
It was reported that the patient presented for a follow-up in the clinic. It was observed that the left ventricular (lv) lead exhibited loss of capture and phrenic nerve stimulation was also noted on the right sided chest. The lv lead dislodgement was confirmed via imaging. The lv lead was explanted and replaced with a new lead on (B)(6) 2025. The patient is in stable condition.